Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 179 mg/dl. The customer stated he is not testing as regular as he should due to not feeling comfortable with the results he is getting from the meter. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 112 mg/dl and 97 mg/dl using truemetrix meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).